Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure that balloon withdrawal resistance occurred. The 2.75x12mm taxus express2 drug eluting stent (des) had been deployed in the target lesion of unknown location. When attempting to remove the balloon, the physician experienced balloon withdrawal resistance. There were no pt complications reported. Add'l info has been requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.